Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after briefly disconnecting from the pump to change the cartridge and tubing, then resuming insulin delivery; the user utilizes a 23-inch, 6 mm infusion set and received troubleshooting and education support. Symptoms included hyperglycemia with a reported maximum of 233 mg/dl and no acute health effects. Outcomes included no alerts for prolonged hyperglycemia, no ketone testing, no back-up therapy, no professional medical intervention, and no need for assistance. Investigation included remote troubleshooting focused on infusion set change and reconnection steps. Investigation of this case revealed no device alarms and no identified device malfunction, with the event plausibly related to recent food intake and transient disconnection during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.